Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient experienced an unspecified allergic reaction. Additional information was received by rayner on 23rd december 2025, following which the event was re-assessed as reportable. The further information received identified that four days post iol implantation the patient presented with inflammation and a formation of inflammatory membrane was observed over the lens. The patient reported eye pain, visual impairment and visual disturbances. The patient was prescribed medication and prolonged use of corticosteroid was required. The healthcare facility reports that a yag capsulotomy will be performed in the future. Device not available for return. Iol remains implanted. There are various reasons that a patient may experience inflammation post-operatively including but not limited to; endophthalmitis, iol rotation, dislocation, lens not fitting the anatomy of the eye, unsterile surgical or improperly cleaned surgical instruments/equipment and medical conditions such as diabetes mellitus, pseudoexfoliation syndrome and glaucoma. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. Endotoxin and bioburden results are confirmed to be within tolerance of their respective limits and it is therefore extremely unlikely that the onset of inflammatory reaction post-operatively is related to rayner device. Our review of production records for the rayone galaxy toric rao615x batch 085277176 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 085277176.

Event description:
On 30th october 2025, rayner received notification from a healthcare facility in brazil of an event that occurred following implantation of a rayone preloaded iol. The event description provided states that the patient experienced an unspecified allergic reaction. Additional information was received by rayner on 23rd december 2025, following which the event was re-assessed as reportable. The further information received identified that four days post iol implantation the patient presented with inflammation and a formation of inflammatory membrane was observed over the lens. The patient reported eye pain, visual impairment and visual disturbances. The patient was prescribed medication and prolonged use of corticosteroid was required. The healthcare facility reports that a yag capsulotomy will be performed in the future.